Manufacturer narrative:
Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the controller (con093793) revealed that the device failed to meet specifications; the device failed visual inspection and functional testing due to a bent pin in power source one (ps1) of the controller. The damage prevents the battery from making a proper connection. The confirmed malfunction is related to the reported event. With review of the reported information and the analysis, the most likely root cause of the failure is improper handling of the controller, which likely contributed to the event. The manufacturer has opened an internal investigation to evaluate the controller power supply port connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The IFU and patient manual outline steps pertaining to the care and handling of the driveline to controller connector and driveline cover in order to prevent damages which may result in vad stoppage. The IFU and patient manual outline proper care of the external to prevent damages. It cautions: do not pull, twist or kink the driveline or power cables, especially while sitting, getting out of bed, adjusting the controller or power sources, or when using the shower bag. It further cautions: always keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of driveline hang freely where it might get caught on external items such as doorknobs or the corners of furniture. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take are also outlined. It calls for routine inspection of the power connection ports on the controller with a warning to keep spare back up controller available at all times with the steps for exchange outlined. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
The patient reported his battery cord got caught on his seatbelt as he exited his car causing pulling on his controller. He changed out that controller for his backup controller and attended a clinic the next day. It was noted that pins had bent on his original controller at one battery port, making that port useless. He was issued a new controller by perfusionist. There was no effect on the patient.